Manufacturer narrative:
.

Event description:
It was reported at device upgrade during a dft test, an alert for possible hv lead issue was observed. After an attempted shock, low hv lead impedance was noted. Fluoroscopy revealed no anomalies. The lead was capped and replaced. No further issues were reported.